Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The reported event of inability to connect to ipg to disable MRI mode was confirmed. As received, the ipg was unable to communicate with a test standard clinician programmer. The uep inductive tool and a review of the ipg¿s log confirmed the device had been programmed to MRI mode on. When MRI mode is enabled, and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and clinician programmer will be unsuccessful. After the device was taken out of MRI mode and placed in a normal state, the ipg functioned as intended.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The reported event of inability to connect to ipg to disable MRI mode was confirmed. As received, the ipg was unable to communicate with a test standard clinician programmer. The uep inductive tool and a review of the ipg¿s log confirmed the device had been programmed to MRI mode on. When MRI mode is enabled, and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and clinician programmer will be unsuccessful. After the device was taken out of MRI mode and placed in a normal state, the ipg functioned as intended.

Event description:
It was reported patient placed her ipg into MRI mode for a procedure and later was unable to disable MRI mode and not able to pair. Company manufacturers were unable to resolve the issue by trouble shooting. As a result patient is awaiting surgical intervention to address the issue at a later date.